Event description:
It was reported by service report that one of the brake pedals was broken and there were sharp broken plastic pieces left on brake rod. No pt involvement or adverse consequences are reported.